Manufacturer narrative:
Investigation summary: no product return access site adverse event/major bleed: the cause of the access site adverse event was patient condition related to patient's coagulopathy. Device history lot: device lot: 1979778. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp. After removal of the peel away sheath and advancement of the repositioning sheath in the catheterization lab, the patient continued to have ongoing bleeding from the groin site. Despite multiple attempts at appropriately dressing the device, performing angle matching, and adjusting the hub of the repositioning sheath, it was decided to remove the device several hours later in the intensive care unit as the bleeding had not slowed sufficiently and the patient was making hemodynamic recovery. The patient survived the event.